Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 29mg/dl, with confusion, cognitive impairment, and difficulty speaking, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and self treated with glucose tablets/glucose gel. During troubleshooting with customer technical support, it was revealed the time and date had reset and was not correctly maintained when the battery was removed for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.